Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that, the insulin pump was under delivering insulin and the blood glucose is high as 300 mg/dl. Tuesday she had one infusion she changed and her sugar was still 200 mg/dl then jumped up to 250 mg/dl so she changed the set again. Last night the blood glucose was 160 mg/dl and later it was 200 mg/dl. When she gave herself insulin for that she ended up getting a no delivery alarm and changed the 3rd set and checked again and blood glucose was at 300 mg/dl and received another insulin flow block. This morning she had high blood glucose and another insulin flow block alarm. Troubleshooting steps assisted for insulin flow block alarm high blood glucose and under delivery. Customer current blood glucose was 117 mg/dl. Customer treated for high blood glucose with manual injections. Based on customer report customer does not allege pump was under delivering. Customer reports insulin exited at the qr. The troubleshooting guide was completed for high blood glucose. The insulin pump will not be returned for analysis.